Manufacturer narrative:
Evaluation summary: the customer sample is not available at this time. The clinical trial reported lot number 12-501360-1 was relabeled from (B)(4) manufacturing lot code 202064f. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbrs showed them to be acceptable. A review of the formulation stability data for the pure moist/evermoist lots currently enrolled in the stability program was conducted and all lots remain within specification. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component qa inspection testing results for the bottles and closures were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Consumer product use and lens care practice cannot be confirmed. Based on this evaluation, no root cause could be determined. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmologist reported a clinical study pt was seen due to a report of her eye being irritated following the use of this product. The pt was diagnosed with bacterial keratitis and treated with ofloxacin drops. At a follow up visit, a white patch on the cornea was observed in the periphery at 9 o'clock. Follow up information was received from the investigator which reported the pt was seen five days following the reported event and the eye was comfortable and less staining was seen. At three weeks post event, the pt was evaluated and the eye was noted to be healing with no pain but still some staining noted upon examination. The pt will follow up in a week. Additional information has been requested.